Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they did an evaluation of patient samples tested for the elecsys troponin t hs stat assay (tnthsst) on two cobas 6000 e 601 module (e601) analyzers. This evaluation was done to determine the number of result outliers in patient samples tested between (B)(6) 2018 and (B)(6) 2018. The customer provided data for a total of 2432 patient samples tested in duplicate for tnthsst. Of the 2432 patient samples, 3 had erroneous results measured on one e601 analyzer that were reported outside of the laboratory. The first sample initially resulted as 74.15 ng/l and repeated as 92.4 ng/l. The second sample initially resulted as 16.48 ng/l on (B)(6) 2018 and repeated as 19.85 ng/l. The third sample initially resulted as 7.25 ng/l on (B)(6) 2018 and repeated as 9.02 ng/l. No adverse events were alleged to have occurred with the patients. The tnthsst reagent lot number was 267654. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.